Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Correction: the serial number of the device is (B)(4); not 1020051691788 as initially reported. This report is filed september 8, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to reported post-operative complications; during the same surgery the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed on 18 apr 2014.